Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7569752 on 3/8/2019, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 3/14/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (b)(B)(6) 2020. Device evaluation summary: according with the information reported when the implant was opened it had a black spot. The implant received for analysis was not in a closed thermoform. During visual evaluation an embedded particle was observed on the posterior view. Additional analysis was performed to identify the composition of the material observed and the results revealed it is presumptive identified as an aromatic organic material, however final chemical structure characterization was not possible. According to manufacturing investigation, this product complaint would not render product non-functional, however is a nonconformance to specifications. Manufacturing areas where the shell or device is exposed to the environment is a controlled manufacturing environment. Mentor has established procedures to ensure environmental control is maintained and intended to reduce potential contaminants particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. There are inspections at various stages of the manufacturing process to evaluate for foreign particles or other types of defects, however these types of inspections are human based and therefore have opportunity for an item to not be detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 125cc saline prosthesis had a black spot inside of it. This was noted upon removal of the device from the packaging and before any patient contact.

Manufacturer narrative:
On 3/12/2019 mentor became aware that the supplemental report submitted on this same date was submitted with errors. Date received by manufacturer should have been 2/14/2019. The mentor failure analysis lab has received the device for evaluation on 2/14/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant medical products should have been filled in. Manufacturer reference number: (B)(4).